Event description:
It was reported that a novum iq large volume pump failed to start a second bolus infusion on a patient. The pump was programmed a second time to infuse 250ml bolus of sodium chloride 3% at 999ml/hr. The first programmed infusion ran correctly and the nurse put the pump on standby. Shortly after, the nurse programmed the additional 250ml bolus in pump in the same manner as the first 250ml bolus. Upon completion of the infusion, the nurse noted that the bag remained unchanged in volume. The bag and tubing were placed in another pump to resolve the event with no further issues noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.